Event description:
Edwards has learned through a clinical trial that an aortic pericardial valve, implanted for approximately fifteen (15) years and nine (9) months, was disabled in a valve-in-valve procedure due to severe aortic regurgitation. A 26mm sapien xt transcatheter valve was implanted into the failing aortic valve using a transfemoral approach. Both devices remain implanted. The patient is noted as being discharged.

Manufacturer narrative:
The failing valve was identified only as a "carpentier" aortic valve with an implant date of 1994. The model number, serial number, and product name remain unknown. No other information has been provided. Therefore, the device history record (DHR) review and product evaluation cannot be done. The clinical site indicated in the report this valve presented with regurgitation. However, without return of the device or further information regarding the condition of the device, we are unable to confirm the clinical comments provided. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically disabled using a valve-in-valve intervention because they are not functioning optimally. In this case, this is a male patient and his implant was at (B)(6). He had several medical conditions but there are no known contributing factors such as htn, hld, dm or renal disease. Without a additional information or return of the device for evaluation, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.